Event description:
The manufacturer's field service engineering (fse) reported while conducting the preventive maintenance (pm) performance verification test (pvt), the fse discovered the v60 ventilator battery does not charge. It is unknown if unit was in clinical use at the time the reported issue was discovered.